Event description:
The reporter stated that a drain in use on a patient leaked from a stopcock just below the burette. Leakage was minimal. The unit is being returned for evaluation. The reporter stated that a drain, that had been in use for about one week, leaked from the stopcock on the patient line. The drain was discarded and is not available for evaluation. The user facility could not provide the lot number. The nurse changed the drains on both patients. No injury was caused to the patients.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.